Manufacturer narrative:
A visual analysis of the returned device found that the tip of the catheter was detached above the radiopaque marker band. There was no evidence of stretching; the break is uneven and does not appear to have been cut with a blade. The balloon was detached from the device and the latex was not returned. The complainant reported that the balloon became stuck at the distal end of the common bile duct. The physician used excessive force on the device when attempting to withdraw it from the patient, causing the balloon and catheter tip to detach from the shaft. Per the directions for use, the balloon should not be advanced if resistance is met; the root cause for this complaint is use/user error.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon device was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009 ((B)(6), female patient; weight unknown). According to the complainant, the patient was being treated for stones within the common bile duct. During the procedure, the balloon catheter was advanced over the guidewire and into the bile duct. The physician inflated the balloon to sweep the stones out of the duct however upon removal of the catheter, the balloon was stuck at the distal end of the bile duct. The catheter broke just below the balloon; the balloon deflated and remained stuck inside the duct while the remaining catheter was removed. The physician went back into the duct and removed the detached balloon with rat tooth forceps. A second extractor rx retrieval balloon device was used to complete the procedure. There were no complications as a result of this event. The patient's condition at the conclusion of this procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation in 2010, that an extractor rx retrieval balloon device was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, the patient was being treated for stones within the common bile duct. During the procedure, the balloon catheter was advanced over the guidewire and into the bile duct. The physician inflated the balloon to sweep the stones out of the duct; however, upon removal of the catheter, the balloon was stuck at the distal end of the bile duct. The catheter broke just below the balloon; the balloon deflated and remained stuck inside the duct while the remaining catheter was removed. The physician went back into the duct and removed the detached balloon with rat tooth forceps. A second extractor rx retrieval balloon device was used to complete the procedure. There were no complications as a result of this event. The patient's condition at the conclusion of this procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.